Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, recurrence, fibrosis, mesh contraction, mesh migration, adhesions and nerve pain. Post-operative patient treatment included revision surgery, left inguinal neurectomy, left groin exploration, explant of mesh, and hernia repair with new mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a1, b5, b7, d6b, d10, <(>&<)> h6 (patient codes, ime e2402: obliteration of the external ring) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced pain, recurrence, fibrosis, mesh contraction, mesh migration, adhesions, nerve pain, neuropathic pain, <(>&<)> obliteration of the external ring. Post-operative patient treatment included revision surgery, left inguinal neurectomy, left groin exploration, explant of mesh, hernia repair with new mesh, ilioinguinal nerve resection, <(>&<)> groin exploration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced pain, recurrence, fibrosis, mesh contraction, mesh migration, adhesions, nerve pain, neuropathic pain, & obliteration of the external ring. Post-operative patient treatment included medication, revision surgery, left inguinal neurectomy, left groin exploration, explant of mesh, hernia repair with new mesh, ilioinguinal nerve resection, & groin exploration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced migration, adhesions and nerve pain. Post-operative patient treatment included revision surgery.